Event description:
The manufacturer received information alleging a ventilator failed and active exhalation test step during testing. There was no harm or injury reported. The device was evaluated by the manufacturer's field service technician and the customer's complaint was confirmed. The device's three-way solenoid valve and proportional valve were replaced to address the issue. The device was tested and passed all final testing.